Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. The IFU also specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp and to maintain pressure for 30 seconds for full expansion of the stent graft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy (wall apposition); however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure of the left lower pulmonary artery, a guide wire perforated the artery. The 3.50x19mm graftmaster stent was deployed at 19 atmospheres, for 2 seconds; however, was not fully apposed to the vessel; therefore a 4.0x26mm graftmaster stent was deployed within the first stent, extending proximally so the perforation was fully sealed. Use of the graftmaster did not cause or contribute to complications or adverse events or any clinically significant delay. No additional information was provided.